Event description:
Event verbatim [preferred term] she had back blister and another one came up later on/smaller one is 4 - 5 mm the bigger one is the size of the stones in the heat wrap/the blisters were due to burns [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip), (device lot # r15312 10 / 11, expiration date sep2019), from an unspecified date to an unspecified date at an unspecified frequency for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she had back pain for a few days and she had thermacare on for 1 and a half hours. After that she had a back blister and another one came up later on an unspecified date. The smaller one was 4 - 5 mm and the bigger one was the size of the stones in the heat wrap. She confirmed that the blisters were due to burns. The action taken in response to the event for thermacare heatwrap was unknown. Event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24may2017): new information received from the same contactable consumer included: event details, case upgraded to serious. Company clinical evaluation comment: based on the information provided, the event of "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] she had back blister and another one came up later on/smaller one is 4 - 5mm the bigger one is the size of the stones in the heat wrap/the blisters were due to burns [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip), (device lot # r15312 10 / 11, expiration date sep2019), from an unspecified date to an unspecified date at an unspecified frequency for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported she had back pain for a few days and she had thermacare on for 1 and a half hours. After that she had a back blister and another one came up later on an unspecified date. The smaller one was 4 - 5mm and the bigger one was the size of the stones in the heat wrap. She confirmed that the blisters were due to burns. The action taken in response to the event for thermacare heatwrap was unknown. Event outcome was unknown. According to the product quality complaints group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (24may2017): new information received from the same contactable consumer included: event details, case upgraded to serious. Follow up (01aug2017): new information received from the product quality complaints group included investigational results., comment: based on the information provided, the event of "burn blister" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.